Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and the patient. The patient reported that she thinks that stimulation is turning off on its own. The stimulation usage diary on the device indicated that last month the stimulation was used all day long, and in the past 10 days, the stimulation has not been used for much of each day and not at all in the past few days. The recharge report was reviewed and seems normal as the patient is charging up to full most times. It was suspected that the patient may be accidentally turning stimulation off and patient controller function was reviewed with the patient. The patient had noted that she felt a pop in her back on (B)(6) 2021. During troubleshooting, the manufacturer representative took impedances and notes that 5/11 show impedance values in the 100s ohms. The x-ray shows that the leads are very close to each other or touching. The manufacture r representative indicated that electrodes 5 and 11 are not used in programming and no programming changes are needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller got a call from the health care provider (hcp) reporting that the patient had a cardioversion and since that time the patient doesn't think that the stim is effective and the patient has had a return of pain. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller will follow up with the patient to review information and attempt to check if the ins is on.